Event description:
While positioning table in reverse trandelenberg crank would not turn at surgeons insistence crank was forced causing a noise and the table to jump. Nurse's toe was fractured during the incidentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.